Event description:
Consumer stated that she saw a flame above the switch.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found all the thermostats discolored and bent with one completely bent in half. Several leads were bent in half and the cord was twisted. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.